Event description:
During the follow-up of (B)(6) 2014, pacemaker battery impedance was higher than 10kohms (12,9 kohms), indicating that the eri was reached. However, pacemaker replacement could not be performed and was postponed to (B)(6) 2014. The reporter is asking for the remaining operation time before end of life. Preliminary analysis results and patient care recommendations have been provided.

Manufacturer narrative:
(B)(4).

Event description:
During the follow-up of (B)(6) 2014, pacemaker battery impedance was higher than 10 kohms (12,9 kohms), indicating that the eri was reached. However, pacemaker replacement could not be performed and was postponed to (B)(6) 2014. The reporter is asking for the remaining operation time before end of life. Preliminary analysis results and patient care recommendations have been provided.